Event description:
Pt developed slight double vision approximately 8 months postoperative. Surgeon observed a longitudinal line, possible crease on the lens optic surface. It is unknown whether this event is related to this product. Lens remains implanted in the pt's eye.